Manufacturer narrative:
E1 initial reporter city:(B)(6). Device evaluated by MFR.: returned product consisted of a coyote nc balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a longitudinal tear 5mm long starting 8mm distally from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the sevrely tortuous and severely calcified vessel below the knee. A 2.0mmx20mmx143cm coyote nc balloon catheter was advanced for dilatation. However, on the fourth inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severly tortuous and severely calcified vessel below the knee. A 2.0mmx20mmx143cm coyote nc balloon catheter was advanced for dilatation. However, on the fourth inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.